Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 18f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a proglide cuff miss [suture retrieval issue] was noticed. The sutures of two new proglide devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The suture material separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty cannot be determined. However, the subsequent treatment appears to be related to the circumstance of the procedure. In this case, it is possible, the anterior needle and cuff did not eject from the foot pocket during deployment and separated during step 3 plunger removal, or the link became caught on the foot during step 3 plunger removal causing separation of the link from the cuff. However, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.